Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient post-op lung transplant in ICU. Rn hung saline 250 ml saline drip after initial priming and setup complete. Rn returned to find 50 ml remaining and despite 10 ml/hr rate registered. IV was in free flow. Channel was removed and replaced. On inspection the interior platen hinge was found to be broken. There was no known recent history of the pump being dropped or hit." The reporter stated the patient did not suffer any adverse event from this event.